Manufacturer narrative:
Evaluation result code, component code and conclusion code corrected.

Event description:
It has been reported to philips that the wireless foot switch failed. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and confirmed that the wireless footswitch did not work. During troubleshooting, the fse found that the base station was faulty. The fse replaced the base station. After replacement of the base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the the issue addressed in the field safety corrective action 2021-igt-bst-020 or medical device correction z-0476-2022. But it is related to base station component failure and the system was not in clinical use. Based on the investigation results, philips concludes that the complaint is not reportable.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.